Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, the burr became stuck on the wire. The target lesion was located in the severely tortuous and moderately calcified left anterior descending. This 330cm rotawire was selected and advanced to the lesion against resistance. The burr stuck became stuck on the wire and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However; returned device analysis revealed that the core wire was fractured.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the spring tip was stretched and there were several kinks and bends along the body of the wire. A corewire fracture was found 329.2cm approx. From the distal end. All outer diameter measurements were within specification. The fractured portion was sent to the mtac lab for analysis and the results revealed that the fracture occurred due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).